Event description:
It was reported that during product inspection at the distributor a foreign material was noticed inside the packaging. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Manufacturer narrative:
D4: full UDI added. H6: the quality investigation is complete.

Event description:
It was reported that during product inspection at the distributor a foreign material was noticed inside the packaging. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.